Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 235 mg/dl (accu-ckek performa meter), 131 mg/dl (accu-chek performa meter) and 80 mg/dl (pharmacy meter) . The patient experienced symptoms of hypoglycemia with feeling dizzy.